Manufacturer narrative:
(B)(4). Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor assembly. Unit received over heating due to corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had heating up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.